Event description:
Philips vuelink module did not transmit ventilator alarm info into the philips pt monitoring system. No pt injury. Unable to perform standard protocol for ventilator alarms. Ventilators used are the standard puritan bennett 840 units. In reporting this to philips, I made it as a mandatory FDA complaint. Covidien/nellcor/puritan bennett 840 ventilator. The ventilators were confirmed to have working interfaces that worked on other vuelink devices used in other pt care units.